Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's insertable cardiac monitor. No information regarding intervention or adverse patient consequences were reported.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-99231, the same issue was previously reported as 2017865-2025-97890.

Event description:
New information received notes that during procedure prior to patient involvement the event was noted. The device was exchanged without patient consequences. The device was found to be reset and was sent back.